Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with inflammation, pimples, drainage, and infection extending beyond the patch perimeter which occurred 2 days after the sensor had been inserted into the upper buttocks. The skin was prepped with soap and water prior to sensor insertion. The patient was wearing an omnipod insulin pump. It was noticed that the patient had a bump where the sensor had been placed, and it continued to increase in size to 2 inches in diameter. The patient¿s parent called their endocrinologist, who advised to have the patient brought to the emergency room (ER). At the ER, the patient was diagnosed with an abscess, which the doctor performed an incision and drainage on. The drainage fluid was found to contain strep. The patient was prescribed amoxicillin to take for 10 days and was then discharged home after approximately 4 hours. The patient was ¿fine¿ at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The sensor was inserted into the upper buttocks on (B)(6) 2025.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the upper buttocks on (B)(6) 2025. " h2 correction.